Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2016 by (B)(6). The patient had a scheduled retrieval procedure on or about (B)(6) 2017 by (B)(6); the filter was unable to be retrieved. The complaint alleges the filter is embedded and has caused filter thrombosis post implant, and has necessitated multiple retrieval surgeries. The complaint specifically alleges ¿thrombosis of the ivc with extensive collateral formation. The plaintiff underwent a failed retrieval procedure. The irretrievable filter subjects plaintiff to the risk of future and progressive filter failure including perforation, migration, fracture, embolization of a fracture, clotting, thrombosis and even death.¿ argon¿s attorneys are attempting to gather additional information.